Manufacturer narrative:
(B)(4).

Event description:
The customer reports the white part leaks IV fluid/medications at entry point of central venous catheter.

Manufacturer narrative:
(B)(4). The customer returned a 3-l 7 fr x 6 cvc catheter for evaluation. Visual examination revealed any defects or anomalies on the catheter body, juncture hub, or extension lines. The catheter body measured 167 mm, which is within specification. The catheter body outer diameter measured .0949", which is also within specification. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing either line. No lot number was provided by the customer; therefore, a device history record review was performed based on the sales history of the customer. No relevant manufacturing issues were identified. The instructions for use provided with this kit warns the end user to use only securely tightened luer-lock connections with any central venous access device (cvad) to guard against inadvertent disconnect. The IFU also cautions that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. No problem was found with the returned catheter.

Event description:
The customer reports the white part leaks IV fluid/medications at entry point of central venous catheter.